Event description:
Five days after stent implantation, the patient complained of chest pain. An angiogram revealed thrombus in the stented vessel. The thrombotic event was treated with aspiration and angioplasty. The physician indicated that the thrombotic event was caused by the stent being under inflated.